Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Added: d6b (date of explant) based on new additional information received.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 85 year old male with acute myocardial infarction and cardiogenic shock underwent placement of an impella cp (sn (B)(6)) via the right femoral arterial access, utilizing a percutaneous approach. Following insertion of the gwru in the cath lab and during peel away sheath removal, the nurse reported the development of a small access site hematoma. Manual pressure was applied and a femstop device was placed overnight, resulting in stabilization of the site. Minimal soft bruising was observed, with no active bleeding and palpable pulses documented. The patient was receiving antiplatelet therapy, daily oral xarelto, and had received systemic heparin during pci and pump insertion. There were no blood products administered, and no vessel perforation or dissection was reported. Forward suturing was utilized, and the introducer was peeled outside the body. The patient was receiving anticoagulant /antiplatelet therapies which may have contributed to this event. Hemostasis was successfully achieved with the femstop. The patient remains stable on ongoing impella support.